Event description:
Country of complaint: (B)(6). Client complained: received a phone call from the customer at 18:30 on (B)(6) to say that an incident had occurred on (B)(6). A pt had received a burn to the lip.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Evaluation report: four products were returned for investigation purposes (2 handpiece, 1 motor cable and 1 motor). It is not surely known which handpiece was in use when the burn occurred. An investigation of each returned device has been performed. The investigation of gd450m showed that the bushing to the tool locking mechanism was rough running. This issue is eventually related to the last performed repair/maintenance. The second handpiece gd455m was found to be without deviances from its specifications. The handpiece was functioning as intended. At the motor gd678, we found that the gluing connection of the screw ring at the motor cable acceptor part was loose. This issue is in our opinion related to an insufficient gluing of the screw ring, most likely caused by the last repair. In addition to that, the ball bearings had an unusual running noise during functional testing. The root cause for this issue cannot be determined exactly. In case of a worn tool, it is possible that the origin of the heating is related to the used tool itself. However, without info about the condition of the tool and without the tool itself for analysis, this can just be remarked as a potential root cause.